Event description:
It was reported that the pump was on ac power when it randomly alarmed, the screen went white, flickered, there was an audible alarm, the pump shutdown, then rebooted while on the patient. The pump rebooted but was no longer active/on. No photographs or alarm codes were provided at the time of this report.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Manufacturer narrative:
(B)(4). No iabp part or recorder strip was returned to teleflex chelmsford for investigation. A device history record review was conducted for the serial number/lot number with one relevant finding. An nc is relevant and corresponds to a similar issue as the complaint. The affected iabps were re-worked, and the nonconforming cpu boards were returned to the vender. All released product passed all manufacturing specifications prior to release. The risk for the reported event is acceptable. The reported issue cannot be confirmed because the sample was not returned for investigation to teleflex chelmsford. The complaint will be monitored for any developing trends. The reported complaint of "pump will randomly alarm and shutdown then reboot" is not able to be confirmed. No part or recorder strip was returned to teleflex chelmsford for investigation. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.